Event description:
The customer reported an issue with the t:slim x2 pump battery not charging. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and wall power adapter.